Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. Customer¿s low blood glucose was 40 mg/dl.  Customer treated with shot.  The high blood glucose level 400 mg/dl. Troubleshooting was declined for low blood glucose. The product will not return for the analysis.